Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the biopsy channel was not deformed, and foreign material remained inside the channel as well. It was confirmed that the user did not conduct reprocessing in accordance with IFU when investigating the user¿s reprocessing status. The investigation did not specify a root cause for the reported device problem. Furthermore: from the investigation result on foreign material, it was presumed that foreign material was larger than the inner diameter of the biopsy channel, and got into the biopsy channel caused clogging. Additional handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the finding reported, due to a pinhole on the channel tube, water tightness is lost, adhesive on rubber has a chip, connecting tube has a scratch, and universal cord has a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was air and water leakage on the uretero-reno videoscope. During evaluation, foreign matter came out of forceps channel. There were no reports of patient harm associated with this event.